Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of her husband's high blood glucose levels and if the customer could undergo a procedure at the dentist. The wife states the customer's blood glucose level was over 600mg/dl. The wife states treating with 5 units of humalog and bringing it down to 522mg/dl. Troubleshoot was conducted. The customer was advised that undergoing the procedure would be up to their healthcare provider and their dentist. The customer was advised to call back to troubleshoot for high blood glucose.